Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that the patient is unable to increase the amplitude of his stimulation. When attempting to do so, he allegedly experiences a surging sensation. In addition, the pt reportedly is unable to change his programs. Diagnostic tests were taken which revealed high impedance readings for several of his lead contacts. Effective stimulation was recaptured for the pt via reprogramming. However, this situation will continue to be monitored and further interrogation will be undertaken as necessary. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.